Event description:
During an endovascular repair of the abdominal aortic aneurysm using a transfemoral approach, the catheter detached from the bifurcated device. The broken piece was retrieved. No injury to the patient. The patient was discharged on post operative day three.